Manufacturer narrative:
(B)(4). The returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured approximately 302.7 cm. The exposed glass tip measured 7 mm and displayed signs of degradation. Examination under magnification confirmed the pattern on the tip is consistent with normal degradation. Light emitted through the sma connector was distorted, likely indicating a fiber fracture in the connector. No other issues with the device were noted. The reported complaint was confirmed. The analysis of the returned device revealed that the light emitted from the sma connector was distorted, indicating the fiber is broken within the connector. A fracture within the connector may lead to overheating of the device and cause the connector to become hot to the touch. Additionally, the exposed glass tip was observed degraded under magnification. It is likely that procedural handling of the device during set-up or use contributed to the fiber damage within the connector. Damage within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 270um laser fiber was used in retrograde intrarenal surgery (rirs) procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser settings were 18 hertz and 800 millijoules. The laser unit used was an auriga 270 microns. According to the complainant, during the procedure, when the physician was using the laser fiber, he could smell something burning. After that smell, the laser fiber stopped firing and usage was stopped. The fiber connector was not noted to be hot and there was no visual damage noted. Additionally, the laser fiber has been reprocessed 2 times. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.